Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and a map shift occurred. It was reported the carto 3 system did not display an error message regarding the map shift. During ablation, the customer noticed deviations in the anatomy which was able to be confirmed with x-ray. There were no errors by carto 3 system. There was a difference of approximately 2,5 cm. The physician did not cardiovert the patient prior to the map shift and the patient did not move, cough or have changes in their breathing.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and a map shift occurred. It was reported the carto 3 system did not display an error message regarding the map shift. During ablation, the customer noticed deviations in the anatomy which was able to be confirmed with x-ray. There were no errors by carto 3 system. There was a difference of approximately 2,5 cm. The physician did not cardiovert the patient prior to the map shift and the patient did not move, cough or have changes in their breathing. Device evaluation details: the carto 3 manufacturer investigated the issue based on the digital study data. It was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated.". Therefore, the issue is defined as user related. The system is ready for use. The history of customer complaints reported during the last year and associated with carto 3 system # 29214 was reviewed. No similar additional complaints were found. A manufacturing record evaluation was performed for the system 29214, and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. Correction: the full UDI has now been provided under field d4. Primary UDI number. It was inadvertently omitted in the 3500a initial medwatch report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).